Event description:
Boston scientific received information that a high out of range shock impedance measurement was received. A revision procedure was scheduled. During the revision procedure, the physician replaced the lead adaptors. With new lead adaptors, correct measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this adaptor was thoroughly tested. This adaptor met specifications, however, it should be noted that two setscrews were returned 'stacked' in the set screw hole. If this was the configuration of the adapter while implanted, a lead would not be able to be inserted into the adapter port fully, nor tightened down with the set screw, and high impedance would be the result.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.